Event description:
It was reported that the device was overheating and going slow pre-operatively; there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device not returned, no evaluation available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.